Event description:
It was reported that the user experienced hypoglycemia with a lowest cgm reading of 53 shortly after a typical breakfast announced on the ilet using a libre 3+ sensor, with low alerts received and the event treated with oral carbohydrates including juice and food; the user reported no exercise, illness, or external insulin, and the device problem and component details were not established due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.